Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported in the literature titled "comparison of two different accesses single orifice percutaneous endoscopic surgery in diagnosis of ascites of unknown origin: a retrospective study," patients experienced adverse events before and after single orifice percutaneous endoscopic surgery using an olympus gastrointestinal videoscope. Background. Ascites is a common clinical finding caused by many different diseases, so we developed a technique termed single orifice percutaneous endoscopic surgery (sopes) which can access peritoneal cavity through the contralateral mcburney¿s point or umbilicus to seek the underlying causes. In this study, we describe the initial clinical experience of sopes and compare the application of two accesses. Methods. This is a retrospective study performed between 2007 and 2018. Patients with ascites of unknown origin who underwent these two kinds of sopes were included. Main outcomes were measured by diagnostic accuracy, complication rate, procedure time, time till stitches removal, length of hospital stay, and hospital cost. Results. 148 patients successfully undergone sopes via the contralateral mcburney¿s point (im group, ) or the umbilicus (um group, ). 63 patients in the im group and 71 patients in the um group reached clear diagnosis (90.0% vs. 91.0%, ). The overall complication rate was 5.4%, while the um group was higher than the im group (10.3% vs. 0%, ). All complications were resolved after medical treatment, and no mortality resulted from this procedure. The procedure time and the time until stitches removal in the um group were longer than that in the im group. There were no significant differences in length of hospital stay and hospital cost between the two groups. Conclusions. Sopes, which combines the strength of minimally invasive single orifice incision and flexible angles of examination and instrumentation, is a newly developed flexible endoscopic surgical modality that provides new important clinical valuable in evaluation of ascites of unknown origin. Moreover, sopes via the contralateral mcburney¿s point was safer than the umbilicus approach. Adverse events during the procedure included the rupture of solid organs, perforate of hollow organs, intraoperative bleeding, subcutaneous emphysema, pneumothorax, and a conversion to a surgical or laparoscopic procedure. Adverse events after the procedure included abdominal pain, abdominal distension, transient fever, peritonitis, incision infection, delayed bleeding, subcutaneous emphysema, bowel obstruction, and others. There is no report of device malfunction in any procedure described in the study.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.